Manufacturer narrative:
Section e: initial reporter details unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a driver used in an unknown spinal therapy. It was reported that that when the set screw was screwed, a metal piece of the driver was dropped in the surgical field. The surgeon noticed that the driver was damaged. The metal piece is not inside the body. The situation where the instrument was damaged was the final fastening, and when the final was cut over the counter, one side of the stopper part was damaged to prevent the plug head of the threaded set screw from coming out. Since the instrument was used according to the procedure and the surgeon did not touch the damaged area, it was considered to be due to metal fatigue, and the patient was not involved in the event in the procedure. It was determined that there were no problems even with continued use, so it was used. The driver looked it might have been used multiple times. No further complications were reported/ anticipated.

Manufacturer narrative:
Additional information: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.